Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2019-00043. The device investigation is pending the return of the device.